Event description:
While wearing the sound processor, the patient reportedly experienced a loss of sound perception. The patient was seen for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery has been scheduled to explant the patient's c1 device.